Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Actual sample was received and evaluated. This complaint for a leak was not confirmed in the lab. A batch review was not performed due to unknown lot number. Visual inspection, functional test and pressure test (8psi) revealed no issues. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report from baxter (B)(6) of a leak observed during the 4th dwell of 4 cycles. The connection between the last fill line spike and the extraneal port was loose. There was no patient injury / medical intervention.